Manufacturer narrative:
The closurefast catheter was discarded after the procedure; therefore, further investigation of the device cannot by performed. If any additional information is obtained, a follow-up report will be submitted.

Event description:
In 2008, the patient was treated for a right greater saphenous vein closure. Approximately 3 days after surgery, the patient was treated for a pulmonary embolism (pe).